Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 327 mg/dl at the time of incident. The customer performed fixed prime and the insulin did exit but the insulin pump alarmed no delivery. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump did not alarm. The reservoir will not be returned for analysis.